Event description:
It was reported that the titanium adapter would not connect to the patient connector of a uv flash transfer set when the transfer set was changed. The customer reported that there was resistance earlier than usual when connecting the two and found damage on the inside of the patient connector after trying to connect. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer and investigation was performed at their facility. A visual inspection and functional test were performed with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the sample was reported to be available but has not yet been received. A trend review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.